Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a twelve-year-old female child patient faced a kinked cannula issue, and its symptoms/issue were noticed after three hours of insertion. Consequently, on the same day ((B)(6) 2022) she went to the emergency room and was admitted to the intensive care unit with unknown blood glucose level, high ketones and she experienced diabetic ketoacidosis. Her health care professional assessed it as dangerous and life threatening. The infusion set had been used for 5-6 hours. During hospitalization, the patient was administered fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, she was released on (B)(6) 2022 from the hospital and had no permanent damage. Reportedly, they replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.